Manufacturer narrative:
(B)(4). The post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A user facility provided a medwatch report which reported a patient adverse event that occurred while a patient underwent a routinely scheduled hemodialysis (hd) treatment. The patient was noted as having been receiving hd therapy for approximately 1 hour 20 minutes when the specific gravity of the granuflo was determined as being above its normal limits. The patient's blood was returned and treatment was resumed with new acid dialysate that tested within normal limits. The patient dialyzed for an additional 2 hours and 25 minutes with no reported issues. However, 15 minutes after completing the hd treatment, the patient was found to be unresponsive. Cardiopulmonary resuscitation (CPR) was initiated and the patient was transferred to the hospital. The facility noted that the alarm parameters on the hd machine were not set per policy around the tcd. Upon follow up with the clinic manager, it was revealed that the patient¿s cardiopulmonary arrest was due to the patient¿s defibrillator intermittently failing, not the granuflo issue. The machine did not malfunction and was not removed from service following this incident. No sample of the acid concentrate is available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The facility noted that the alarm parameters on the hd machine were not set per policy around the tcd. Follow-up provided by the user facility¿s clinic manager revealed that the patient¿s cardiopulmonary arrest was due to the patient¿s defibrillator intermittently failing, and not a granuflo issue. No malfunction of the 2008t hemodialysis (hd) machine was alleged and the unit was not removed from service following the event. However, the facility noted that the alarm parameters on the hd machine were not set per policy around the tcd. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008t hemodialysis (hd) machine and the adverse event.

Event description:
A user facility provided a medwatch report which reported a patient adverse event that occurred while a patient underwent a routinely scheduled hemodialysis (hd) treatment. The patient was noted as having been receiving hd therapy for approximately 1 hour 20 minutes when the specific gravity of the granuflo was determined as being above its normal limits. The patient's blood was returned and treatment was resumed with new acid dialysate that tested within normal limits. The patient dialyzed for an additional 2 hours and 25 minutes with no reported issues. However, 15 minutes after completing the hd treatment, the patient was found to be unresponsive. Cardiopulmonary resuscitation (CPR) was initiated and the patient was transferred to the hospital. The facility noted that the alarm parameters on the hd machine were not set per policy around the tcd. Upon follow up with the clinic manager, it was revealed that the patient¿s cardiopulmonary arrest was due to the patient¿s defibrillator intermittently failing, not the granuflo issue. The machine did not malfunction and was not removed from service following this incident. No sample of the acid concentrate is available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
Clinical investigation: the reported event was evaluated by a fresenius clinician who concluded the following as it pertains to the fresenius products in use during the patient¿s hemodialysis (hd) treatment. There is no documentation supporting a possible association between the 2008t hd machine and the patient's arrhythmia and cardiopulmonary arrest. A possible association exists between the alarm parameters and the related granuflo concentration and the patient¿s arrhythmia and cardiopulmonary arrest. However, the patient has a significant medical history which includes cardiomyopathy and an automatic implantable cardioverter defibrillator (aicd). Additionally, the patient had a noteworthy potassium level of 2.5. Therefore, the likely cause of the patient¿s arrhythmia and cardiopulmonary arrest lies in the patient¿s comorbidity of the diagnosis of cardiomyopathy, the hypokalemia state, and the possibility of a defibrillator that intermittently fails.